Manufacturer narrative:
.

Event description:
It was reported by the affiliate that during a lap anterior resection procedure, the staples were not well formed, and the anastomosis was not successfully made. The surgery converted to open and continued the transection of distal part of rectum. There was no other reported pt consequence.